Event description:
The tip of the wire became elongated during torqueing. It seemed to have been over torqued and stretched. There was friction with the calcium but no real resistance. The wire was removed from the pt.